Manufacturer narrative:
Findings: pump received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Also received normal operating currents. No blank display during testing. No damage found on the c13/lcd isolation tape noted. No low battery alarm during test. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. The customer stated that he received a replacement battery cap and is still having the issue. Customer stated that his battery went from a full charge to being dead. The customer was advised that we are shipping a replacement insulin pump.